Event description:
Procedure type: inguenal hernia repair. Reportedly, the balloons popped at the seam while inside the cavity. No pieces fell inside the surgical cavity. Used another instrument to continue and complete the case. The incision was not extended and no patient injury was reported.